Event description:
It was reported by the sales representative that the white plastic tip at the end came out of the wand and got lost in the patient's knee for a short amount of time. The dr took an x-ray of the knee and found the tip and was able to retrieved it. The doctor was able to finish the case using another probe.

Manufacturer narrative:
Additional info will be provided once investigation is completed.